Manufacturer narrative:
The customer reported that their o2 alarm is not audible alarming when the readings are low. They also reported that the alarm priority on their central nurse's station (cns) are no longer correctly showing. The device was monitoring bedside monitors (bsm) at the time. There were no reports of missed alarms or harm or injury. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that their o2 alarm is not audible alarming when the readings are low. They also reported that the alarm priority on their central nurse's station (cns) are no longer correctly showing. The device was monitoring bedside monitors (bsm) at the time. There were no reports of missed alarms or harm or injury.

Event description:
The customer reported that the central nurse's station (cns) was not audibly alarming for o2 when the readings were low. Additionally, the alarm priority on the cns was no longer correctly showing. There was no patient harm reported.

Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) was not audibly alarming for o2 when the readings were low. Additionally, the alarm priority on the cns was no longer correctly showing. The device was monitoring bedside monitors (bsm) at the time. No patient harm was reported. Investigation summary: the issue of device not alarming was caused by settings. The settings for o2 alarm disabled. As settings are available for configuration by the user, the root cause is likely related to use error. Once the settings were changed, the alarm priority needed to be configured with the help of a biomed. No further issues were reported. A serial number review of the reported device does not reveal additional related complaints. A complaint history review of the customer's account does not reveal trends for similar complaints. There is no evidence of an nk device malfunction that may have contributed to the reported issue. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H6 event problem and evaluation codes. H10 additional manufacturer narrative.